Event description:
It was reported that a right atrial (ra) leadless pacemaker (lp) failed to fixate to the heart and also exhibited low current of injury and pacing impedance during the process. Troubleshooting, including applying additional pressure and repositioning the device were unsuccessful. The ra lp implant was abandoned and switched to a right ventricular lp only system. Patient had no consequences.